Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance, a ventilator generated a low battery alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The battery was returned for evaluation. The service engineer evaluated the battery and verified the reported complaint. The unit under test (uut) was placed on a battery tester and it measured 27.7% of the rated capacity. A third party service provider replaced the battery.